Event description:
It was reported that the biomed had the arctic sun device that was not powering on, writing an assessment quote to have it come in and get checked out. Per additional information received via mail on 05dec2024, it was reported that the biomed stated that when they opened it up the biomed noticed a blue wire that appeared to be burnt out.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed main voltage circuit card. Writing an assessment quote to have the device come in and get checked out. Per additional information, the biomed stated that when they opened it up the biomed noticed a blue wire that appeared to be burnt out. Per (B)(4), biomed called back and found a damaged wire on the ac circuit card, they would like to fix in house and will order the part. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not powering on, writing an assessment quote to have it come in and get checked out. Per additional information received via mail on 05dec2024, it was reported that the biomed stated that when they opened it up the biomed noticed a blue wire that appeared to be burnt out.